Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 19 mg/dl and 140s- to 160s-range mg/dl. Customer took insulin based upon the reading in the 160s-range. No adverse event reported. Requested return of suspect device; however, customer has discarded the strip drum. Replacement was sent.